Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use aspiration needle seemed to be damaged at the distal part of the green plastic sheath. The issue occurred during a diagnostic endobronchial ultrasound. There were no reports of patient harm.